Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this left ventricular (lv) lead had undergone a thorough evaluation. Visual observations noted that the silicone insulation near the tip was bunched up from approximately 57 to 60 millimeters (mm) from the tip. Detailed analysis determined that due to the location of the abrasion it would have been located within the heart.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician had it removed and new lead was replaced. This lv lead was returned back to the laboratory. No additional adverse patient effects were reported.